Event description:
It was reported by service report that the zoom drive would not remain engaged during use. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Brake cam.